Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic fundoplication, after unpacking the device during instrument performance check, it was found that the petals of the retractor could not be expanded due to the swivel mechanism not working. The procedure was completed without the device. There was no patient injury.